Event description:
Received notification of lawsuit 12/1/97 alleging titanium staples were not designed for use in the closure of th vaginal cuff. Complaint alleges pt experienced vaginal bleeding, severe abdominal pain, and fever, which allegedly resulted in the necessity of another surgery. The product code is not identified in the complaint.

Manufacturer narrative:
D6: info not applicable. H2: added additional info.